Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique resulting in peritonitis and was hospitalized for the event. The breach was further specified as inappropriate operation. Treatment for the event was not reported. During hospitalization, dianeal therapy was discontinued. At the time of this report, the patient had recovered from the event. It was not reported if the patient was retrained on aseptic technique. Additional information is not available.